Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, six (6) photographs were submitted for evaluation. From the six photographs, one of them confirmed the lot number pertaining to the incident report. The additional five photographs were reviewed, and it was noted that microbubbles were present within the lines of the set. Based on visual findings, the reported defect of air in line was confirmed. Although the reported defect was confirmed through the photographs without a physical sample, the exact root cause was unable to be determined. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: micro bubbles noted in arterial line of dialysis tubing. No injury reported.